Event description:
Pt reported an alleged leak, specifically a "hole," in a lap-band port. The pt went for a consultation with the surgeon because the pt was no longer "feeling full." The doctor aspirated the band and found no fluid. The surgeon then performed an x-ray which confirmed a "hole in the port." F/u findings: explant surgery has not been scheduled at this time. The surgeon's staff will notify allergan ps if explant occurs. The device remains implanted at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not been explanted, at this time, and therefore, was not returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis upon removal. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."